Manufacturer narrative:
(B)(4) - the customer is reporting this incident only and did not request field service or clinical follow-up. The customer stated that there was no indication that the patient's irregular astigmatism was observed prior to this current exam. In addition, the customer stated that the patient will not be retreated. All pertinent information available to amo has been submitted. (B)(4).

Event description:
The clinic reported that a laser vision correction patient who was treated for lasik on (B)(6) 2004 in the right eye (od) and (B)(6) 2006 in the left eye (os) was examined at their clinic on (B)(6) 2012 for a possible enhancement. During the examination the patient was diagnosed with an irregular astigmatism in each eye. The patient's uncorrected visual acuity at the time of the examination was 20/30 od and 20/40 os.